Manufacturer narrative:
Additional email address: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: revision augmentation mammoplasty.

Event description:
Healthcare professional reported right side "rupture was noticed at the time of explant surgery". Device has been explanted and replaced.